Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that they saw smoke coming from their adc freestyle libre reader. Customer further reported "the screen is all black and no longer lights up." There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated and new issues was observed. Visual inspection was performed on the returned reader and no issues were observed. The reader did not power on with button after being charged. The reader did no power on with the usb cable. The reader was charged for an hour and was connected to computer, a burnt smell was not observed. A download was not successful. Visible fire; smoke, electric shock or explosion was not observed. The complaint is not confirmed.

Event description:
Customer reported that they saw smoke coming from their adc freestyle libre reader. Customer further reported "the screen is all black and no longer lights up." There was no report of death, serious injury or mistreatment associated with this event.